Manufacturer narrative:
Evaluated two open/used reservoirs (transfer guards not returned). Using a new lab transfer guards performed pre-fill reservoir test. Found no leakage anomaly during filling. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the rubber seal inside the reservoir was not tight to hold insulin in and it was leaking. The customer¿s blood glucose level was unknown. Customer stated that the location of the leak was o ring, however customer was unsure if leak was past first or second o ring. Customer stated that there was not an air bubble in the reservoir. The reservoir will be returned for analysis.